Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion sets not sticking event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient blood glucose level was 400 mg/dl at the time of the event. The issue occured with 10 infusion sets. No further information available.